Event description:
Tech. Fault 2.no. 41 - repair action in progress, cart ordered repair will b ecompleted and returned to pt. Care use.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, performance tests performed. Results of evaluation: mechanical problem, none or unknown, modification of device - by distributor, solenoid. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.